Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer's blood glucose was over 650 mg/dl. Elevated blood glucose was addressed with a bolus via the pump. Customer went to the emergency room and was subsequently hospitalized 6 hours later for diabetic ketoacidosis. Ketone levels were identified as life threatening by health care provider. Customer was treated intravenously with saline and insulin. Treatment resolved the issue and customer suffered no permanent damage. System check was performed with contact and the pump is functioning as intended. Multiple attempts were made by tandem technical support to follow up with the customer for additional information regarding hospitalization, but no response was received.